Manufacturer narrative:
Medtronic received additional information residual regurgitation was present after implant of the annuloplasty band, therefore the valve was replaced instead of repaired. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this 27mm mitral annuloplasty band, it was explanted and replaced with a 31mm bioprosthetic valve. The reason for explant is unknown. No additional adverse patient effects were reported.